Event description:
It was reported that following a trial procedure the patient was experiencing some procedural pain. The patient was prescribe medication and eventually underwent an early lead pull. The patient was doing well post-operatively. The pulled lead will not be returned as it was discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).